Manufacturer narrative:
This report is for an unknown cage/spacer/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: bartels, r.h.m.a., donk, r.d., and feuth, t. (2006), subsidence of stand-alone cervical carbon fiber cages, neurosurgery, vol. 58 (3), pages 502-508 (netherlands). The aim of this retrospective study is to investigate the number of subsidences of inserted cervical carbon fiber cages and to define predictive factors for subsidence. Between january 2002 to december 2003, a total of 69 patients (44 male and 25 female) were included in the study. The mean age of the male patients was 49.9±8.9 years and of the female 48.4±7.0 years. Surgery was performed using a cervical interbody fusion (I/f) cage (depuy spine, johnson and johnson, amersfoort, the netherlands). In 27 patients, two levels were treated. Therefore, a total of 96 cages could be evaluated. The mean follow-up period was 36.0±25.6 weeks (range, 6.1¿116.3 wk). The following complications were reported as follows: in 1 patient treated for a double level disc problem, fusion did not occur. 2 patients developed permanent hoarseness. 6 patients complained of temporary swallowing difficulties. 2 patients suffered from a superficial wound infection within the cervical region that was treated with antibiotics. 18 patients had a good outcome (intermittent discomfort, but no interference with daily activities). 11 patients had a fair outcome (subjective improvement, but impaired physical activity). 4 patients had a poor outcome (no improvement at all). 1 patient had a worse outcome. This patient had a myelopathy that progressed after anterior surgery. After a laminectomy, the signs and symptoms stabilized. In 4 patients with a preoperative straight spine, a lordotic spine was found at the last follow-up. In 2 patients, a preoperative straight spine became kyphotic at the last follow-up. In 5 patients, a preoperative kyphotic spine became lordotic at the last follow-up. In 1 patient, a preoperative kyphotic spine became straight at the last follow-up. 3 patients with a lordotic spine had a straight spine at the last follow-up. In 27 patients (28 cages), subsidence occurred at 6 weeks follow-up. In most instances, the cage had sunken into the anterior part of the superior endplate of the lower vertebral body. Only 3 cages had penetrated the inferior endplate of the upper vertebral body. 1 subsided cage did not fuse. This report is for an unknown depuy spine cage.